Event description:
Updated summary:as per the additional information that has been received it was found that the customer was only treated with emergency medical service not with hospitalization.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that that the customer reported a discrepancy between sensor glucose and blood glucose. The customer experienced hyperglycemia with blood glucose value of 151 mg/dl greater than 4 hours. The customer rushed to the emergency room. The customer was with foot doctor. The customer reported hyperglycemia was treated with an insulin pump. The customer experienced hypoglycemia with blood glucose value of 37 mg/dl. The event involved product(s) mmt-7841zn, mmt-384, mmt-7040ma, mmt-1884, unk_reservoir. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. The sensor glucose value was 85 mg/dl, while the blood glucose value was 37 mg/dl, resulting in a difference of 48 mg/dl. This difference was outside the target range, and insulin delivery was not suspended. No further patient complications were reported. No product return is required for mmt-7841zn, mmt-384, mmt-7040ma, mmt-1884, unk_reservoir. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
The initial report was submitted with incorrect information in the h6 section. For hyperglycemia event with health effect - clinical code 1905, health effect - impact code 4607, hospitalization is no longer needed. Kindly ignoreadditional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.